Event description:
It was reported that the tip was torn off and could not be opened occurred. A 035/260/3mm (b/1) amplatz super stiff guidewire was selected for use. A visual separation was noted on the device prior to use; the distal tip was found torn off and could not be opened. The procedure was completed with another of same device, and no patient complications were reported as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).